Manufacturer narrative:
Photos of the affected unit were received for evaluation. A review of the provided photos confirmed the presence of a white piece of material in the syringe barrel. A review of the device history records revealed no irregularities during the manufacture of reported lot number 4121747. Without the actual sample to examine, an absolute root cause for this incident could not be identified. The initial reporter (B)(6) performed an investigation on the actual sample and identified the foreign matter as a paper material. This material is not utilized during bd's manufacturing process. When or how the foreign was introduced is unknown. (B)(4).

Event description:
The physician was using the 19 g x 1 1/2 in. Bd nokor¿ filter needle. After drawing up an eylea dose, a white sediment was observed inside the syringe where the rubber is. The sediment extended approximately 2/3 the width of the syringe. As a result, the prepared dose/syringe was not used.